Event description:
A report was received regarding a power drive that would not run and heated up when the battery was connected. It was reported that the device yielded a burning smell from the inside. The item was used in training only; no patient involvement, injuries or medical intervention were reported. This is report 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by (B)(4). Report received indicates the customers complaint that this device heated up when the battery was connected was confirmed. A functional assessment was performed and was determined to be caused by immersion of the device during cleaning.